Event description:
A malfunction was reported on the pump, indicating a non-resettable issue displayed with the malfunction code malf 5 and fault ID 0x2147. There was no adverse impact to the customer's blood glucose level. Corrective actions included arranging for the customer's pump to be replaced by technical support, who advised the customer on using a backup therapy to ensure insulin delivery continued. Instructions were given for handling the replacement pump, and the customer was advised to return the malfunctioning pump using the provided ups box and label within 10 days. The customer acknowledged and understood all instructions.